Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm) experienced a connectivity issue after entering an incorrect pairing code, which prevented the pump from receiving cgm data until the sensor was reconnected and entered warm-up; troubleshooting and education were provided, and no alerts or alarms occurred. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no hospitalization. User support included customer interview and operational review focused on cgm pairing and configuration. Investigation of this case revealed user error related to sensor pairing with no device malfunction and no defective device components identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect cgm pairing.